Event description:
In an article titled "dynamic interspinous process stabilization: review of complications associated with the x-stop device", the following event was reported: a pt underwent an x-stop procedure at level l4-l5 (12mm device). At a later date, the pt underwent a decompressive laminectomy and fusion at l4-l5 because of recurrent pain. No additional info was reported. All adverse events reported in this article are filed in MFR report#s 2953769-2010-00223 to 2953769-2010-00233.

Manufacturer narrative:
Article titled "dynamic interspinous process stabilization; review of complications associated with the x-stop device", by christian bowers, m.d., amin amini, m.d., m.sc, andrew t. Dailey, m.d., and meic h. Schmidt, m.d. Device not returned; followed-up with author.